Event description:
Injection of synvisc, for relief of osteoarthritis of knee, increased pain two days later - increasing in intensity and disability - until pt unable to move leg and in constant pain. Infection of knee joint confirmed in 2008. Positive for staph. Pt hospitalized and scheduled for arthroscopic cleansing four days later. Dr informed pt's family that he thought the batch was contaminated, as in 12 yrs, he only had 2 cases of infection: this one and one other . . . And both injections had occurred in the same period with the identical batch. When queried, dr. Informed family that he had sent batch back and informed genzyme, but had taken no further measures to report suspicion of contaminated batch.